Manufacturer narrative:
E1 (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ceramic tip of the sheath was damaged. The issue was found during reprocessing. No harm reported.